Event description:
The customer contacted philips healthcare to report that the ac mains inlet is broken. The plug is loose and the trim around it is cracked and the receptacle is also pushed in sideways. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.